Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3587a, lot# n081053, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Event description:
It was reported that the patient could not feel stimulation when standing up. It was also reported that the stimulation was "different somehow". The symptoms occurred following a car accident in may. The patient has received a CT scan but the results are currently unavailable. Follow up information has been requested.